Event description:
According to the reporter, a patient with polycystic kidney disease, hypertension, and end-stage renal failure had a hd (hemodialysis) attempted earlier in the day by the day shift team; after 1 hour, arterial flow was no longer achievable. After 50 minutes, arterial flow was poor (-289 pressure), pump speed was 180, and 15.1 liters were processed. Standard cleaning of dialysis catheters was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. Pre-bloods were obtained, medical staff contacted them, and the doctor called and advised them to take off, post-bloods obtained. The lines were locked with tauro urokinase for 1-hour. The arterial line lock was removed, and flows in and out were okay. The line lock was removed from the venous with a struggle. No flow out was managed, and flushing in with saline was okay. After an hour, they began with 3 hours of hd. IV (intravenous) hydrocortisone was given as prescribed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.